Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: the abnormity (te233003 and te233004 alarm codes) were first noticed during ventilation and afterwards it repeated during the start-up and the self-test failed multiple times. The alarm was observable both visually and through hearing. There is patient involvement. There is no need for medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.